Event description:
Device was loaded with a 0-surgidac suture to begin pt closure. Device was to be reloaded and noted that previous suture was broken. Half of the suture remained in the device and the other half was found on the pt field and removed. Broken suture removed from device and attempted to reload device with 2-0 surgidac suture. Device received suture but would not close, articulate or operate properly. Device removed from field and replaced with new device to complete case.